Event description:
Independent repair center: alleged key failure leaking. Alarming or red light as stated on the repair statement additional malfunction on this device: on/off switch has a broken alarm.